Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade of the device would not spin. Another device was used. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210969-2012-02366 and 02367. The same pt is represented in each medwatch.